Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the full lead was returned and analyzed. The analysis was performed and no anomalies were found. Analyst noted that the helix was able to be extended and retracted. (B)(4).

Event description:
It was reported that the lead's helix would not retract during implant on both leads that were attempted. The leads were replaced. No patient complications have been reported as a result of this event.